Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was admitted to hospital on (B)(6) 2021 due to high blood glucose level and diabetic ketoacidosis. Blood glucose value at the time of hospitalization was 539 mg/dl and treated it with manual injection, intravenous insulin infusion. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active. The insulin pump will be returned for analysis. Updated description summary: the customer reported via phone call that she had been experiencing hyperglycemia since (B)(6) 2021. The customer's blood glucose value was 398 mg/dl at the time of the call. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active. The customer also stated she was hospitalized in february due to diabetic ketoacidosis which she had previously reported. The insulin pump will be returned for analysis. Updated description summary: customer alleged that insulin pump was under delivering. The reservoir will not be returned for analysis.